Event description:
Boston scientific received information in (B)(6) 2009 that this physician contacted technical services to express dissatisfaction with this device's longevity. The physician reported that at the last clinic follow-up, the monitoring was 2.99 volts associated with a programmed output of 5.0 volts at .5 ms. The output has now been programmed to 2.5 volts. The physician alleged that this device was exhibiting premature battery depletion. Boston scientific's technical services informed the physician that bol (beginning-of-life) for this device is a value greater than 2.89 volts. Technical services offered to perform a longevity calculation or the physician could perform a save-to-disk for return and analysis. The physician planed to continue monitoring. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was explanted and replaced due to normal battery depletion. According to the local representative, the patient was given the device following the explant procedure. The device will not be returned to boston scientific.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.